Manufacturer narrative:
The returned sensor was evaluated. No physical damage was observed during external visual inspection. The sensor failed continuity testing due to an open infrared in the emitter assembly. The open infrared was most likely due to a failure between bond wire and die attach. When the sensor is connected to a monitoring device the device displays a "replace sensor" error message. (B)(6).

Manufacturer narrative:
Additional manufacturing narrative:multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported the value was came up and off. Clarification was obtained from the customer regarding the report: "the value was received on the monitor and then suddenly display no values." No patient impact or consequences were reported.